Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. Customer's current blood glucose was 413 mg/dl. Customer did not stated any symptoms related to high blood glucose. The auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device. .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.